Event description:
Customer reported the insulin pump alarmed "no delivery", when he wears on the right side. Customer was unable to troubleshoot. Customer's blood glucose was 231 mg/dl. Customer returned the reservoir for analysis. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 3004209178-2014-99677.